Manufacturer narrative:
The pump passed the displacement, operating currents, self-test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery compartment was cracked. Customer's blood glucose was 51 mg/dl. Customer was advised that insulin pump would need to be replaced.